Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, anaphylactic (anaphylactic reaction) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from an us physician and concerns a 50-year-old female patient. She was injected with radiesse, into the right temple sidewise above the brow (off label use of device), on (B)(6) 2022. As reported, she was injected into the right temple sideways above brow, with 2 injections there. The patient was injected with botox, in (B)(6) 2021. The patient was very sensitive to epinephrine. She received the pfizer covid 19 vaccines on (B)(6) 2021, (B)(6) 2021 and the booster vaccine on (B)(6) 2021. The patient also received an std vaccine in (B)(6) 2021 (reported as october) but was unsure what the vaccine was. She had a dental cleaning on (B)(6) 2022, that found cavities and bacteria on gums. As reported, she had no illness in the month prior to the treatment. Further medical history known allergies and concomitant medication were reported as none. The health care professional applied lidocaine numbing cream on the patients face prior to the injections. On (B)(6) 2022, during the first radiesse injection, the patient started to feel weird, a little sick. While the patient was injected with the second injection of radiesse, in the left temple, above the eyebrow, she passed out for 10 minutes and urinated herself. The physician took the patient to the hospital, stayed with her and followed up. The patient was taken in the wheelchair to the emergency room. She received oxygen and hydration as corrective treatment. She did not remember what else but taught that she was also given an antihistamine. According to the patient, she almost died, she had heart palpitations and her potassium was extremely low. The patient was kept overnight because potassium was too low to go home. She had a headache for a couple of days after and was extremely tired considered as severe) for about 6 days afterward. Further investigations by an allergist found out that she was allergic to lidocaine. As reported, it was most likely an anaphylactic to lidocaine. As reported, it was also said that maybe the physician injected directly into blood vessel, meaning an overdose of lidocaine. It was also possible that the patient was allergic to epinephrine instead of lidocaine. Due to the provided information, the outcome of the events was considered as resolved, in (B)(6) 2022.

Event description:
Follow up information was received on 17-jun-2022: according to the patient, she felt sick with nausea and felt lightheaded during the first injection. The patient passed out during the injection and was unconscious for about 10 minutes. On (B)(6) 2022, she was sent to the emergency room for an overnight stay and was treated at the hospital. The patient discovered that she was possibly allergic to lidocaine. According to the patient, her whole body went stiff, she was stiff, and urinated on herself. Her potassium level was extremely low and her heart rate was very high. The outcome of the events remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, anaphylactic (anaphylactic reaction) was deemed to meet serious injury criteria of hospitalization and necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.

Event description:
This MDR is related to 3013840437-2022-00090 referring to the same patient. Follow up information was received on 24-jun-2022: the suspect product was recoded from radiesse to radiesse(+). The event vagal response was added. The event fatigue was deleted.the patient was injected with a total of 1 ml of radiesse(+), into the temples. Batch number was reported as a00036590 (expiry date: 10/2023). The batch record review was received and the lot number for radiesse(+) was confirmed as a00036590 (expiry date 10/2023). A lot search in the global safety database was conducted. She was injected with 0.5 ml into each temple, by an experienced injector. The patient did not use filler prior. On (B)(6) 2022, the patient felt faint after the injection to her left temple and had what was believed to be a vagal response (fainted). Because her response time was over 30 seconds (when she regained consciousness), she had involuntary movements (seizure like movements and spontaneous urination), and was immediately transported to the hospital by the reporting physician, the office nurse and assistant, to be diagnosed and treated. The physician was concerned that it was more than fainting. She was given steroids (dexamethasone), benzodiazepines (lorazepam), intravenous fluids and a potassium supplement, as she had low potassium on labs. As reported, labwork was performed and a head CT scan was also done. She responded well to the treatments and was observed overnight. The patient most likely had an increased sensitivity to lidocaine, or was allergic to lidocaine, preservatives in lidocaine or one of the components from radiesse. An injection into a blood vessel was extremely unlikely. On (B)(6) 2022, the patient was discharged from the hospital. The outcome of the events anaphylactic reaction, headache and extremely tired remained unchanged. Due to the provided information, the outcome of the event involuntary movements/ seizure like movements was considered as resolved, in (B)(6) 2022. In the opinion of the reporter, the event was not permanent but if she was allergic to lidocaine or its components, she was likely going to remain allergic. The treatment given after the reaction was necessary for the patient and beneficial to her well-being, and the event was related to either one of the components of radiesse or the lidocaine +/- preservatives in lidocaine.

Manufacturer narrative:
The device history record for radiesse (+) lidocaine lot number a00036590 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted that would have contributed to this event.